Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported low gas flow. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being submitted for the correction to b5. Event found at was updated from reprocessing to unknown.

Event description:
It was unknown when the issue was identified.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit, had low gas flow. The issue occurred during reprocessing and unknown procedure. There were no reports of patient or user harm associated with this event.